Event description:
Healthcare professional reported "possible exchange from textured to smooth breast implants". Later patient reported "rupture of a saline device" and "exchange of a textured device". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification b3 (date of event): patient reported the "rupture" occurred (B)(6) 2026 or (B)(6) 2026. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation/ rupture of a saline device.